Event description:
It was reported a device fracture occurred. A 2.4mm jetstream xc catheter was selected for a procedure. It was reported the device became stuck in a 7fr sheath and an unknown break/fracture occurred. The procedure was completed successfully. There were no patient complications. It was further reported that the sheath was exchanged, and the procedure was completed with dilatation using a drug coated balloon.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination multiple buckling along the sheath. Microscopic inspection revealed no damages. Inspection of the remainder of the device, revealed no damage or irregularities. B5: correction in the describe event or problem section.

Event description:
It was reported a device fracture occurred. A 2.4mm jetstream xc catheter was selected for a procedure, it was reported the device became stuck in the sheath and an unknown break/fracture occurred. No patient complications were reported. The case was completed via unspecified methods.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination multiple buckling along the sheath. Microscopic inspection revealed no damages. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported a device fracture occurred. A 2.4mm jetstream xc catheter was selected for a procedure. It was reported the device became stuck in a 7fr sheath and an unknown break/fracture occurred. The procedure was completed successfully. There were no patient complications.